Event description:
Patient presented with aortic neck 12mm length (off-label). Access and deployment of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension were uneventful. The 28-28-75l moved down slightly, so another 28-28-75l proximal extension was placed. A proximal endoleak was noted. A 28-28-75rl suprarenal extension was placed just below the lowest renal. A slight endoleak was still noted. The physician wanted to use a p4010 palmaz stent however during dilator/introducer sheath readvancement, the dilator inadvertently pushed the cuff proximal causing it to cover the renals. The physician attempted to snare but was unsuccessful. The patient was converted to open repair and is reported to have tolerated the procedure and is doing well.

Manufacturer narrative:
Additional device information: model no. 28-28-75rl lot no. W10-0788-003 expiration date. 4/21/2013. Review of lot records/work orders, prior reports. No issues were noted. Use of device with 12mm aortic neck length is off-label per indications for use. The proximal extension was inadvertently pushed up above the renals during the procedure.